Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they did not receive a low battery prior to replace battery now alarm. No harm requiring medical intervention was reported. Customer stated that insulin pump had cracked from battery compartment to the clip rail. Customer stated that insulin pump was not bumped or dropped. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph shows unexpected battery power loss at different periods of time, problem isolated to electronic assemblies.